Event description:
Additional information received noting that the patient is possibly rejecting their device as their wound is opening up. The patient later had their generator removed. Device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Event description:
Additional information received that the patient underwent surgery on (B)(6) 2024 to have their lead removed due to their surgery site not properly healing. This was an explant only.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was undergoing surgery due to a hematoma. During surgery the generator was removed so the pocket could be cleaned and antibiotics were added. The generator was placed back in the pocket and turned back on in post-op. All diagnostics were within normal limits. No other relevant information has been received to date.